Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-02544 & 2014-01881/-01882/-01883).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6), 2006. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports that patient underwent total hip arthroplasty and further reports patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, damage to surrounding bone and tissue and elevated metal ion levels. No revision procedure has been reported.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6) 2006. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.